Event description:
It was reported that during an open gastrectomy, staples were malformed and fell off after firing and some staples were remaining in the staple pockets. The target tissue was regular and clamped properly. A purse-string instrument was used on the anvil side and an automatic suture instrument was used on the device side. The anvil was set to the device properly. A clicking sound was not confirmed when the anvil was set to the device. The indicator was within the green zone at the time of firing. The washer completely cut through. The firing handle was fully grasped. The device was removed without problem. The target tissue was not completely cut off. The doughnut was not formed properly. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: uncut washer - blemished, incomplete firing cycle. The analysis results found that the device arrived in good visual condition with a staple protruding inside the pockets. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.